Event description:
The biomedical engineer from a hospital in (B)(6) reported that the gas outlet port on an rd900 neopuff infant resuscitator was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4).method: the complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare in (B)(4) where it was visualy inspected. Results: visual inspection revealed that the gas outlet port was broken. A lot check revealed no other complaints of this nature for lot 130927.conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested.the neopuff technical manual states the following:"dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."